Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: what was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Please provide further details about what is meant by non-absorption of suture. Why did the surgeon feel the suture was not absorbed? What was the appearance of the suture post-op? Did the suture break post-op? Did the wound dehis? Why did the patient require re-suturing? Can you provide any patient photos?.

Event description:
It was reported that a patient underwent a skin surgery procedure on an unknown date and a suture was used. The doctor sutured the patient with sutures. After a month of re examination, it was found that there was no absorption. The doctor considered using other sutures for suturing and reported to the product management department to reconsider the next treatment plan. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? What will be the next treatment plan? What is the current status of the patient? A manufacturing record evaluation was performed for the device lot s24090106, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, h1, h6. Additional information: b1, b2, c1. Additional information was requested, and the following was obtained: the procedure date should update to be (B)(6) 2025. After investigation, the specific age and gender of the patient were unknown. On (B)(6) 2025, the patient underwent implantation of implantable infusion port in the (B)(6). The operator used the suture (vcp1397h) for subcutaneous and skin tissue suturing in the way of continuous suturing during the operation. The intraoperative suturing was smooth. About one month after the surgery, the patient returned to the hospital for reexamination. The examination by the doctor found poor wound healing (with specific symptoms and signs unknown), and the suture was not absorbed. The doctor considered that the patient was given a new suture product for suturing, and no subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?